Event description:
New information received notes more episodes of inappropriate automatic mode switch (ams) due to atrial lead noise. The patient will continue be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams).there were several atrial noise reversion episodes showing multiple atrial artifact and some atrial oversensing on the in-clinic report dated (B)(6) 2021. Episodes on report showed they occurred on multiple dates prior and including date of in-clinic report. No programming changes were made to the lead. There were no adverse consequences to the patient.